Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during inventory check it was noted that the protection cap of the needle came loose inside the closed packaging.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. Received one (1) 9001p-EU-005, ez-io 25mm needle + stabilizer bx/5 (EU) for investigation purposes. A visual inspection was performed upon receipt to determine if the complaint sample had been subjected to any misuse/abuse/damage. Visual inspection confirmed the needle guard was detached from needle set. No other discrepancies were noted at visual inspection. The needle pouch was pressure tested under water to standard, "astm d2096 f2096-11". The pouch did leak. The complaint that the "sharps protruded through the pouch" has been confirmed. See attached photo of puncture in the needle set pouch. Certificate of compliance certifies that the aforementioned lot meets the lake region medical quality system requirements and specifications. This product has been manufactured and controlled by lake region medical in accordance with the FDA qsr and iso 13485:2003. A review of the certificate of conformance found that the needle set passed all the release criteria. The device was released in 10/2016 and is approximately 2.5 years old. The complaint has been confirmed via additional testing to standard "astm d2096 f2096-11". Athlone (legal manufacturer) has issued non-conformance ncr-315 to address the needle puncture issue. The complaint of a protruding needle has been confirmed based on additional testing per standard "astm d2096 f2096-11". Athlone (legal manufacturer) has issued non-conformance ncr-315 to address the needle puncture issue.

Event description:
It was reported that during inventory check it was noted that the protection cap of the needle came loose inside the closed packaging.